Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: 1 open pouch. Analysis and results: are no previous complaints of this code batch. (B)(4) units were manufactured and distributed. There are no units in stock. The open sample received has the first pack sealed to second pack in the 4th welding. The aluminium pack is stuck to the paper foil. The personnel involved in this incidence will be informed of the error. Final conclusion: complaint is justified. Actions on distributed product of this reference/batch: replace this code/batch to the end customer or refund. Corrective/preventive actions: this complaint will be included in the analysis of trending, and corrective action will be open if applies.

Event description:
Country of complaint: (B)(6). First pack sealed to 2nd pack and spool-damaged. It is impossible to give the spool the metal lid of the spool is sealed with the protective film and opening the lid remains welded to the non-sterile blister.